Manufacturer narrative:
Correction to section evaluation code conclustion. Remove code 4307 and add code 4315. Additional code added to section evaluation code result. Device evaluation summary: along with replacing the exhalation valve assembly, the medtronic service engineer replaced the inspiratory flow module, line interface 2 pcba, graphical user interface (gui) central processing unit (cpu) and oxygen sensors as a precaution. One exhalation valve assembly was returned to medtronic for further analysis. A visual inspection of the returned part shows no anomalies. The unit was installed into the failure investigation test ventilator and it successfully passed all tests and calibrations. No functional fault was found on the return component. The cause of the reported event could not be established. The event will be included in trending and monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the service engineer (se) inspected the device and replaced the exhalation valve assembly, the inspiratory flow module printed circuit board assembly (pcba), the line interface pcba and the graphic user interface (gui) central processing unit pcba. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced parts are returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during a seminar exhibition, a 980 ventilator converted to backup ventilation with an audible alarm and an error code. The ventilator was not in use on a patient at the time of the reported event.